Manufacturer narrative:
Patient identifier sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2020 sid (B)(6), initial magnesium result=1.89 mmol/l. Same patient repeated sid (B)(6)=0.47 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to correct g4 in mf report number 3016438761-2021-00021, follow up 2: g4 was incorrectly documented as 03/03/2021(incorrect) and should have been 03/02/2021(correct). No other changes have been made.

Manufacturer narrative:
Correction on section 10: health effect impact code: f26 from health effect impact code: example: f26. Component code: g03001 from component code: example: g03001. D8: was this device serviced by a third party?: no. From was this device serviced by a third party? Example: no.

Manufacturer narrative:
Updated information b5: describe event or problem: the customer observed falsely elevated magnesium result on architect c4000 processing module for one patient from two different specimens. The result provided were: on (B)(6) 2020 sid (B)(6) magnesium result from first specimen=1.89 mmol/l / repeated on second specimen sid (B)(6) =0.47 mmol/l.

Event description:
The customer observed falsely elevated magnesium result on architect c4000 processing module for one patient from two different specimens. The result provided were: on (B)(6) 2020 sid (B)(6) magnesium result from first specimen=1.89 mmol/l / repeated on second specimen sid (B)(6) =0.47 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Health effect impact code: example: f26. Component code: example: g03001. D8: was this device serviced by a third party? Example: no. The customer performed manual cleaning of the cuvettes on the architect c4000 processing module. There were no additional discrepant results reported on the architect c4000, serial number (B)(6). A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(6).

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
The customer performed manual cleaning of the cuvettes on the architect c4000 processing module. There were no additional discrepant results reported on the architect c4000, serial number (B)(6). A review of the architect c400955 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(6).correction on section 10: health effect impact code: f26 from health effect impact code: example: f26. Component code: g03001 from component code: example: g03001. D8: was this device serviced by a third party? No. From was this device serviced by a third party? Example: no.